Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged and resulted in moderate paravalvular leak (pvl). Subsequently, a second transcatheter bioprosthetic valve was implanted. No adverse patient effects were reported.